Event description:
A container of sweet east natural was found in the patient's room by rn, that has precipitate in it and the fluid is discolored (yellow). There was no visible leak on the container, but the outside was sticky. It appears this is an isolated incident, but rn notified the entire nursing staff and we pulled every other container with the same lot number off the unit. (Lot #16279). Is the product over-the-counter: yes.